Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's neurologist inserted a jp drain in the patient and subsequently stitched through the drain. Upon x-ray of the patient, it was alleged that the drain was broken. As a result of the broken drain, the patient undergone additional surgery to remove the broken piece.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "a. Use with single flat drain - 1. Place perforated wound drain within critical fluid collection area of wound. 2. Draw drain tube through skin/stab wound incision until flat portion of drain is seated appropriately. 3. Trim drain tube to desired length and attach to blue adapter. Connect other end of blue adapter to y-connector. 4. Insert connecting tube in reliavac® port a, up to indicator ring. B. Use with two flat drains - 1. Place perforated portion of wound drains within critical fluid collection areas of wound. 2. Draw drain tubes through skin/stab wound incision until flat portion of the drains are seated appropriately. 3. Trim drain tubes to desired length. 4. Cut off plug from closed arm of y-connector and attach blue adapters. 5. Attach drains to blue adapters. 6. Insert connecting tube in reliavac® port a, up to indicator ring. Caution: punctures or additional perforations should not be made in the silicone wound drain. C. Attaching to auxiliary suction - 1. Insert suction adapter into port b. 2. During auxiliary suction, balloon will inflate and exudate will flow over balloon surface from port a to port b. 3. To discontinue auxiliary suction, remove suction adapter and close port b. Caution: do not use with wall suction in excess of 210mm hg. D. To establish suction - 1. Open port b. 2. Pump bulb until balloon fills container. 3. Close port b. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in port a. E. To empty container - 1. Open port b. 2. Invert unit. 3. Pump bulb to empty quickly. F. To re-establish suction - 1. Repeat step "d" above. G. To read fluid volume - 1. Open port b. 2. Allow balloon to deflate. 3. Read and record volume. 4. To reactivate, repeat step "d" above."

Event description:
It was reported that the patient's neurologist inserted a jp drain in the patient and subsequently stitched through the drain. Upon x-ray of the patient, it was alleged that the drain was broken. As a result of the broken drain, the patient undergone additional surgery to remove the broken piece.